Event description:
The user was implanted bilaterally on (B)(6) 2022 and activation took place on (B)(6) 2022.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During activation the user was not able to hear any sound from the device on the right side when it was activated. The user has been reimplanted.

Manufacturer narrative:
The bump to the head described in the recipient report appears to match the damage found. Other damages found during investigation are attributable to the removal surgery. This is a final report.